Event description:
It was reported that this device, prior to an implant procedure, exhibited a battery depletion (bd) error. The device was not implanted and will be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
The device was returned and analyzed. Function testing of the device passed. A review of the device memory was performed by engineering. The most likely cause of the bd errors while in the field is the device being taken out of storage mode and subjected to cold temperatures and higher current draw from beeping and interrogations. The bd error was user related and not device malfunction related as device function was normal during testing.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device, prior to an implant procedure, exhibited a battery depletion (bd) error. The device was not implanted and will be returned for analysis. There were no adverse patient effects reported.